Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: (B)(6), ubd: 16-apr-2028, UDI #: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, during the loading phase, a bent strut was visually observed after "marrying" the tip guide tube and the outflow cone, constituting a misload. Subsequently, the valve was removed and the same delivery catheter system (dcs) and compression loading system (cls) were used to load a new valve. Following the successful loading of the second valve, a confida guidewire was inserted into the patient, and complete heart block (chb) was observed. Temporary pacing was then initiated for the rest of the procedure. A pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 22 millimeter (mm) balloon, and the dcs was inserted into the patient via the right carotid artery. Following successful deployment of the valve, the temporary pacing was turn off, however the chb remained. Subsequently, a permanent pacemaker was implanted. A procedural delay of 3 hours occurred as a result.